Event description:
The hcp reported the patient developed an infection one week after implant. The hcp is planning on removing the pump. A follow up report will be sent if additional information is received.